Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter and usb cable are damaged and no longer charge the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support sent customer replacement cable and wall adapter. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.